Event description:
It was reported that a day after it was implanted, this right ventricular (rv) lead presented an increase in capture threshold and impedance measurements but still within range. The lead was examined by x-ray imaging, but no dislodgment was detected. The physician suspected a micro perforation. The lead was repositioned successfully and remains in service. No additional adverse patient effects were reported.